Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated mislabeled meal announcements on the device display, where a dinner announcement appeared as breakfast, while the algorithm history showed that the correct bolus amount was delivered; the issue persisted after a device restart and with current software. Symptoms included user stress related to repeated occurrences. Outcomes included replacement of the ilet after counseling that setup would need to be repeated and that data would not transfer. Investigation included remote troubleshooting, software version verification, and user-guided restart. Investigation of this case revealed a display or user interface labeling discrepancy while insulin delivery continued as intended according to algorithm records. It was concluded, based on previously established findings for similar reports, that the cause was a user interface software anomaly.